Event description:
(B)(4). This device case, which is not associated with an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unknown gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2010, it was reported that the humapen memoir pen delivery device had a lot of digit segments not showing on display, leading to the display not being legible. This humapen memoir is associated with product complaint (B)(4) / lot 0909c01. The pen was returned to the manufacturer. The returned device was found to have missing segments in the dose display, but not continuously. The user and the user's training status was not identified. The device duration of use was not provided. The device was returned on (B)(4) 2010. The use of the humapen memoir pen delivery device was not continued. Update 29-oct-2010: additional information received on 28-oct-2010 from the global product complaint database added the device specific safety summary; updated the EU/ca fields and the narrative. Update 01-nov-2010: upon review on 26-nov-2010, it was determined that (B)(4) is a duplicate of this report; therefore, it will be deleted from the database. All information from (B)(4) has been captured in this case.

Event description:
(B)(4). This device case, which is not associated with an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unknown gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2010 it was reported that the humapen memoir pen delivery device had a lot of digit segments not showing on display, leading to the display not being legible. This humapen memoir is associated with product complaint (B)(4)/ lot 0909c01. The pen was returned to the manufacturer. The returned device was found to have missing segments in the dose display, but not continuously. The user and the user's training status was not identified. The device duration of use was not provided. The device was returned on (B)(4) 2010. The use of the humapen memoir pen delivery device was not continued.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy reported on behalf of the user that segments were missing from the display on the humapen memoir device. The device was returned for investigation (pen batch 0909c01, manufactured in september 2009). A detailed investigation determined that the lcd cable was cracked during manufacturing resulting in missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action cracked lcd cable. Additional manufacturing work instructions and training regarding handling of the lcd cable were implemented on 07-oct-2010. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.